Event description:
The customer reported the system failed to properly save pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard drive was evaluated and replaced. System software adn calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.